Event description:
It was reported that the patient was undergoing prophylactic generator replacement due to ifi=yes. During surgery on (B)(6) 2015, after performing a system diagnostic, a high lead impedance warning of 9338 ohms was received. When the surgeon opened the generator pocket, the proximal end of the lead fell out, it was disconnected at the base of the most distal coil. The surgeon performed a full revision. The surgeon suspects that it was the patient's daily radical neck movements that caused the lead fracture. Also, the patient had 4 seizures while on the or table under general anesthesia. These seizures were believed to be simply due to the nature of the patient¿s epilepsy, not due to the vns or anesthesia. It was also reported that the hospital does not return explanted products and therefore the lead and generator cannot be returned for product analysis.